Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post procedure.